Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the mesher was ripping the skin and surgeon was unable to get adequate harvest. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet (B)(6) on (B)(6) 2020 revealed that the calibration and sample mesh could not be taken due to the comb being out of shape. The set screw was missing from the handle. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(6) on (B)(6) 2020 which included replacement of the comb and set screw. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was ripping the skin due to a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb and set screw were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the mesher was ripping the skin and surgeon was unable to get adequate harvest; an additional, unplanned graft was needed. There was a delay of 16-30 minutes. An alternate device was used. No other adverse events were reported as a result of this malfunction.